Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump was squirting out insulin during manual prime. Her blood glucose level was reported to be 203 mg/dl. While troubleshooting the customer noticed the support cap was sticking out. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was received with slightly loose drive support disk, cracked battery tube threads, cracked clip slot, cracked case at display window corners and minor scratched on liquid crystal display window.